Event description:
It was reported to baxter (B)(4) that a colleague infusion pump over-infused during patient therapy. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Event description:
This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which overinfused was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump or additional information be received, a follow-up medwatch will be submitted.